Manufacturer narrative:
(B)(4).

Event description:
On 05aug2019 a johnson and johnson employee discovered a complaint posted by a patient (pt) on a social media website. The pt reported a diagnosis of ¿corneal ulcer¿ on the right eye (od) while wearing an acuvue® oasys® brand contact lens (cl). On the first day of wearing a new cl, the pt experienced minor irritation. The pt removed the cl from the od and experienced ¿excruciating pain.¿ the pt visited the hospital and was diagnosed with a ¿corneal ulcer in the middle-left of the cornea.¿ the pt experienced ¿days of severe pain¿ and the doctors informed the pt that there will be a ¿permanent scar on the cornea and will require laser surgery.¿ the pt is currently experiencing od pain. On 08aug2019, attempts to contact the pt via phone were made, but a message was received that the listed number had been disconnected or no longer in service. No additional information has been received or is expected. The event date is unknown. The lot number is not available, and the availability of the suspect product is unknown. No analysis could be conducted. This event is being reported as a worst-case event as the diagnosis and treatment were unable to be verified. If any further relevant information is received, a supplemental report will be filed.